Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that right limb thrombosis was noted during the index procedure. The event was treated with fem fem bypass on the same day and the issue has been resolved. As per the physician, cause of the event was patient's anatomy. It was stated that the patient had a tight aortic bifurcation no additional clinical sequalae were reported and the patient is fine.